Event description:
It was reported that during preparation for a therapeutic procedure, the subject device cable was broken and the lens was blurred. There were no reports of patient harm.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This report is also being supplemented to inform correction in section d4 (serial number ) -correction- the serial number from the initial MDR submitted is being corrected . The serial number is unknown and the serial number (B)(6) is not the correct number but a placeholder number for service inspection. The lot number for this adapter was not provided. Device evaluation was performed. The customer's allegation was not confirmed. The device was tested and passed all functional tests. Based on the results of the investigation, a definitive root cause cannot be identified. The device history review (dhrs) for this product have not been reviewed. Due to no available lot number, on the adapter unit, the device dhrs could not be retrieved for review. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for a therapeutic procedure, the subject device cable was broken and the lens was blurred. There were no reports of patient harm.